Manufacturer narrative:
The thermogard console (sn (B)(4)) was not returned to zoll for evaluation. The reported complaint of a tcmid:05 (coolant diff failure) error message was confirmed based on the evaluation of the thermogard console performed by the distributor at the customer's site and the review of the console event log performed by the zoll service technician. The root cause was determined to be a loose cable connection on the blower pca board which most likely occurred during device transportation. Internal component connections may become loose due to transport vibration. No physical damage to the console was observed during visual inspection. The event log was reviewed and confirmed the occurrence of the tcmid:05 error message on the reported event date. Following the cables reconnection performed by the distributor, the thermogard console passed all tests with no issues. The console functioned as intended. Therefore, service was not required to be performed by zoll. The console was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard console sn (B)(4).

Event description:
During the device check, the customer reported that the thermogard console (sn (B)(4)) displayed tcmid:05 (coolant diff failure) error message during the power-on self-test. The coolant in the console was drained and refilled several times with no results. No patient involvement.